Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. It was determined that the errors were external due to a balloon or extension disconnected/obstructed. The fiber-optic module check was performed in service and passed. The counterpulsation simulation was performed with a trainer and was successful. Operation tests were performed with positive results.

Event description:
It was reported that, during routine check, cardiosave, intra-aortic balloon pump (iabp) had fiber optic error. There was no patient involved.